Event description:
During an atrial flutter right procedure, it was reported that they were unable to pace through the carto® 3 system. Changing out the pacing ports did not resolve the issue. The pacing ports were changed on the rs from 31 and 32 to 11 and 12, this did not solve the problem. Later on, they connected the pacing pins to the direct (emergency stim ports) on the ref/deca port. The issue still remained. There was pacing artifact. The procedure was completed with the same equipment. There were no patient consequences. As the direct pacing port failure can potentially delay patient treatment and cause patient injury, this complaint became reportable.

Manufacturer narrative:
(B)(4). During an atrial flutter right procedure, it was reported that they were unable to pace through the carto® 3 system. Changing out the pacing ports did not resolve the issue. The pacing ports were changed on the rs from 31 and 32 to 11 and 12, this did not solve the problem. Later on, they connected the pacing pins to the direct (emergency stim ports) on the ref/deca port. The issue still remained. There was pacing artifact. The procedure was completed with the same equipment. There were no patient consequences. The field service engineer confirmed with the bwi representative that in following case, they were able to pace without any issue. Problem could not be duplicated. System is operational. The DHR associated with carto 3 # (B)(4) was reviewed and there were not any discrepancies noted. The system met all specifications upon its release. The customer complaint was not confirmed.